Manufacturer narrative:
Date of event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00193, 3006705815-2020-00194. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. As received, the device was running the therapy app but not functional due to a msp430 reset that occurred on the day of explant. Using the universal engineering programmer (uep) inductive tool, the device was placed in a functional therapy application state. After recovery, normal bonding between the ipg and cp was observed. Bench testing did not reveal any stimulation anomalies. The ipg was tested to manufacturing specifications using the automated test equipment and passed all tests. No physical or functional anomaly that occurred prior to explant that would contribute to the reported issue was observed.

Event description:
Analysis of the lead found a lead fracture in one of the leads was identified to cause the ineffective stimulation; however it is unknown which lead had the fracture.